Event description:
It was reported that during a laparoscopic cholecystectomy the device did not grasp around the anatomy. Another device was opened and the procedure was completed without consequence to the pt.